Manufacturer narrative:
The actual device was returned for evaluation and is not confirmed. Exterior visual inspection showed no signs of physical damage. The patient sensor calibration check passed. Upon opening the cassette door there were indications of dried fluid on the cassette membrane. The cause of the observed fluid could not be determined. Passed mushroom head check. Test positive for glucose. A DHR search shows no related issues.

Event description:
A peritoneal dialysis patient had called due to receiving an air detected in cassette wanting during drain 2. The patient had already spoken to his nurse and disconnected from cycler at time call was returned. The patient noted fluid inside the cassette door when cancelling treatment. The cycler was replaced.